Manufacturer narrative:
The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. Neither the reported patient symptoms or device performance allegation can be confirmed. Based on the information available, a conclusion code of no problem detected was assigned to this investigation.

Event description:
It was reported that the patient had his inflatable penile prosthesis (ipp) implanted several months ago and developed an infection that caused the pump to erode through the scrotum. The device was removed and a salvage procedure was performed. A malleable prosthesis was further re-implanted. The procedure was successfully completed without further complications.